Manufacturer narrative:
The customer reported an increase in the frequency of patients who had qualitative different results (positive to negative and vice versa). All samples were collected at the hospital where the tests were performed and were processed fresh. Of the 12 samples, 11 were repeated on the same day, with a few hours difference between the two results. Of the 12 samples, 1 was repeated the next day and underwent a freezing and thawing process. Collection of patients' clinical information was performed. Of the samples collected, 9 belong to pregnant women and 3 belong to newborns. The equipment was checked by the customer service engineer (cse) team on september 17, 2020. Siemens is investigating. The limitations section of the instructions for use states: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua).

Event description:
The customer obtained initially reactive (positive) atellica im sars-cov-2 total (cov2t) results for a number of patients. The reactive (positive) results were considered discordant when compared to the repeat nonreactive (negative) results. There were also several samples that were initially nonreactive (negative) that were considered discordant when compared to repeat reactive (positive) results. The initial cov2t results were not reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t results.

Manufacturer narrative:
MDR 1219913-2020-00493 was filed on november 6, 2020. Additional information - november 20, 2020. Siemens healthcare diagnostics has concluded its investigation of atellica im and advia centaur sars-cov-2 total (cov2t) non-reproducible false reactive results with kit lots ending in 004, 005, 035 and 006. Siemens investigation determined that although non-reproducible false reactive results were observed with multiple kit lots, results indicate the negative percent agreement confidence interval of the kit lots evaluated overlap the confidence interval in the IFU; therefore they are performing within claims and a change in performance has not been confirmed. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. The atellica im sars-cov-2 total (cov2t) lot 005 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. The investigation finding, and investigation conclusion codes were updated. MDR 1219913-2020-00488 supplemental 1 through MDR 1219913-2020-00496 supplemental 1 were filed for testing of different samples on different dates.